Event description:
Caller reported a cgm error 42 occurring multiple times on the pump. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump with a new one that has updated software. Customer planned to continue using the current pump as backup therapy until the replacement arrived. Technical support confirmed shipping details and advised the customer on returning the faulty pump to avoid charges, ensuring it was in storage mode before returning. Instructions were provided on setting up the replacement pump, including transferring settings and reconnecting the cgm, and customer acknowledged understanding of the process.